Event description:
A physician reported aspiration was unavailable in ultrasound (us) phase during the procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. A used fluidics management system (fms) was visually inspected, and no obvious defects were detected. The sample was tested using an infiniti console. The fms primed and tuned with the ultrasonic handpiece, the 0.9 millimeter (mm) air bypass system (abs) tip and infusion sleeve from the lab stock successfully. Aspiration and flow rates were within specification. The root cause of the customer's complaint could not be established. The returned sample functioned per specification. This complaint has been reviewed, and it is determined, that no further actions will be pursed at this time as the sample met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).